Event description:
The doctor claims that after placing the patch for a carotid endarterectomy, it leaked blodd (quantity and duration of leakage unknown at this time). The doctor believes the patch was not sealed. The patch was removed and replaced with another patch. The procedure outcome was successful. The patient's condition is fine. The leaky patch was destroyed at the user facility.